Event description:
It was reported from the (ics that when the nurse disconnected the tubing set from the patient's peripheral IV, the end of the tubing set became "stuck" in the "clave", and the patient's blood began to back-up into the line. The tubing set connector and "clave" were changed. The customer later stated that there were no adverse effects caused to the child patient from this event.

Manufacturer narrative:
The customer¿s report that the tubing set became "stuck" in the "clave" (extension set¿s microclave) and that blood backed up into the line was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection observed that the model's male luer tip piece was broken off and lodged inside the female port of the extension set¿s microclave. Closer inspection under a lab microscope observed that the break sites¿ surfaces showed signs of stress marks and had jagged and uneven edges. Residual blood was also observed within the tubing of the extension set. No other anomalies or damages were observed. It was concluded that an excessive external lateral/leverage force was applied to the primary set¿s male luer when disconnecting from the extension set, thus causing it to break. Functional testing could not be performed due to the breakage of model 2232-0007¿s male luer tip lodged inside the extension set¿s microclave female luer. The breakage was caused by an external lateral force. The root cause was not identified.

Manufacturer narrative:
The affected product has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed. Patient demographics requested but not provided.

Event description:
It was reported from the ics that when the nurse disconnected the tubing set from the patient's peripheral IV, the end of the tubing set became "stuck" in the "clave" and the patient's blood began to backup into the line. The tubing set connector and "clave" were changed. The customer later stated that there were no adverse effects caused to the patient from the event.